Manufacturer narrative:
Na

Event description:
It was reported that during implant, lead perforated the myocardium. The lead was repositioned during the implant. Echo identified fluid in percardial sac. A pericardiocentesis was performed. Values were stable. The system remains implanted.